Event description:
The event occurred in germany during patient treatment. It was reported that the hls set was primed and de-aired without any abnormalities. All pressures were zeroed during priming. After connecting to the patient, accurate pressure readings were obtained via the pressure sensors on the hls set and displayed on the involved cardiohelp device. 30 minutes after starting the treatment, the pven measurement failed. The field for pven displayed nothing. To exclude any hardware-related causes, the hls cable and cardiohelp were replaced. In combination with the hls set being used, pven was not displayed. In combination with another demo set, pven could be displayed. No harm to any person has been reported. As the hls set was replaced during patient treatment a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Manufacturer narrative:
New information was received on 2026-03-26 that the patient was a 69-year-old male, with 95kg and a hight of 175cm. The hls set was primed and connected to the patient on (B)(6) 2026. The pressures were zeroed while the set was empty. There was no defect on the sensor housing or flexline. The cardiohelp could be excluded as the fault according to the customer. Additional information was received on (B)(6) 2026 that the therapy was stopped due to palliativ reasons of the patient. The therapy goal could not be reached and the treatment was stopped. It was confirmed by the customer that the pressure reading issue did not had any impact on the patient situation. The patient was connected to the ECMO due to ards (acute respiratory failure). The patient passed away. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
The event occurred in germany during patient treatment. It was reported that the hls set was primed and de-aired without any abnormalities. All pressures were zeroed during priming. After connecting to the patient, accurate pressure readings were obtained via the pressure sensors on the hls set and displayed on the involved cardiohelp device. 30 minutes after starting the treatment, the pven measurement failed. The field for pven displayed nothing. To exclude any hardware-related causes, the hls cable and cardiohelp were replaced. In combination with the hls set being used, pven was not displayed. In combination with another demo set, pven could be displayed. New information was received on 2026-03-26 that the patient was a 69 year old male, with 95kg and a hight of 175cm. The hls set was primed and connected to the patient on (B)(6) 2026. The pressures were zeroed while the set was empty. There was no defect on the sensor housing or flexline. The cardiohelp could be excluded as the fault according to the customer. Additional information was received on 2026-03-30 that the therapy was stopped due to palliative reasons of the patient. The therapy goal could not be reached and the treatment was stopped. It was confirmed by the customer that the pressure reading issue did not had any impact on the patient situation. The patient was connected to the ECMO due to ards (acute respiratory failure). The patient passed away. As the hls set was replaced during patient treatment and the patient passed away, a report is required. The affected hls-set was investigated in the getinge laboratory on 2026-07-07 with the following conclusion: the reported failure could neither be reproduced, nor confirmed during the investigation. The visual inspection did not reveal any technical defects, damages or other deviations that would indicate a malfunction of the sensor system. In addition, no malfunctions were observed either during the functional test of the sensor system. As the failure could not be reproduced, the exact root cause remains unknown. A medical review was performed by getinge medical affairs on (B)(6) 2026 with the following conclusion: ¿based on the available complaint information and the results of the returned product investigation, the reported pven measurement failure could not be reproduced during laboratory testing, and no product-related malfunction was confirmed. Functional testing demonstrated that the pressure sensors operated within specification, sensor calibration was successfully completed, and no abnormal pressure readings or sensor failures were observed. Therefore, a device malfunction could not be verified as the root cause of the reported event. The exact root cause of the reported loss of the pven measurement could not be determined. The investigation identified biological material within the venous blood inlet channel in the vicinity of the venous pressure sensor. Although no direct causal relationship between this material and the reported sensor anomaly could be established, it cannot be excluded that the presence of fibrinous, thrombotic, or clotted biological material temporarily affected local pressure or flow conditions during clinical use and thereby contributed to the observed absence of the pven measurement. This represents the most reasonable possible explanation based on the available evidence. No evidence was identified to indicate a permanent decrease in product performance or a confirmed device malfunction. As the reported behavior could not be reproduced and all scheduled functional tests were completed successfully, a product-related cause could not be substantiated. The available information does not indicate a use error. The complaint narrative and follow-up correspondence state that the hls set was primed, de-aired, and pressure-zeroed according to the IFU while the system was free of liquids. Troubleshooting was performed by replacing the pressure sensor cable and the cardiohelp device, thereby ruling out the cardiohelp hardware as the source of the reported behavior. Additionally, no visible defects were reported on the sensor housing or the flexible conductor. Based on the available information, there is no evidence that user actions contributed to the reported event. The patient was a 69-year-old male (95 kg, 175 cm) who was receiving ECMO support for acute respiratory distress syndrome (ards). The available information indicates that ECMO therapy was subsequently discontinued on a palliative basis because the original treatment goal no longer existed or was no longer achievable. Therefore, the patient's severe underlying medical condition is considered the primary clinical circumstance. The reported hazardous situation was the temporary unavailability of the pven measurement during treatment, resulting in the loss of this monitoring parameter. Further, the available information states that the reported pressure measurement issue had no influence on the clinical course, treatment decisions, or the patient's expiration. Therefore, no causal association between the reported event and patient outcome could be established based on the available information. Likewise, there is no evidence to support an association between the reported event and a confirmed device malfunction. No injuries to the user or any third party were reported.¿ the production records of the affected product were reviewed on (B)(6) 2026. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Based on the results the reported pressure issues could not be confirmed. Further, no causal association between the reported event and patient outcome could be established. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.